Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated, and the reported migration and device damaged by another device in this complaint appear to be related to user technique/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report migration and damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system (cds) (01002u332) was advanced to the mitral valve. Noted mild p2 prolapse, normal to slightly thin posterior leaflet, enlarged left atrium, calcium under posterior leaflet as well as posterior annular mitral calcification. This cds was implanted as the second clip in the procedure. A third cds (00701u440) was advanced to the mitral valve due to a lateral jet still existing and when testing the trajectory of the third clip, the physician accidentally crossed the valve with the clip arms at 180 and this caused de-stabilization of the previously implanted clip. It did not appear to have fully lost the posterior leaflet, but significantly less posterior leaflet was inserted. During deployment of the third clip, it was noted there was difficulty removing the lock line. There was significant tension despite there being no knots on the lock line. After attempting to remove the lock line without success, it was attempted to remove the clip; however, the clip was unable to be unlocked/opened. Next, it was decided to deploy the clip. When starting to take the m knob to steer out, it was noted that the lock line was still attached to the clip, causing the valve to be pulled up towards the steerable guide catheter (sgc). Again they waited to try to let the lock line slowly work its way out while holding tension on the line but it would not release. The sharp portion of the cds was pulled into the steerable guide catheter (sgc) and it was attempted again to pull back the lock line without success. The cds was pulled out over the lock line until it was outside the sgc. Once the cds was outside the sgc both ends of the lock line could be seen. The end attached to the cds was cut and was slowly pulled and it released from the clip and fully came out of the sgc. The cds was inspected after the lock line was cut and the lock line was wedged in the grooves of the radio-opaque tip ring on the cds alongside the pin. It was attempted to pull the line outside of the cds but it was stuck in the cds. The clip was ultimately deployed. After positioning and placing the 3rd clip the 2nd clip was stabilized better and mr reduced to 3/4. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.